Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new label printer on the station required configuration. During test printing, only a single straight line was printed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer on the station needed configuration. The field service engineer (fse) remotely accessed the station and identified that an incorrect configuration had been set. The label printer was uninstalled, and the pharmacist was instructed to unplug and reconnect both the power and universal serial bus cables. The label printer was then reinstalled, the printer settings were properly configured, and the printer was tested. The pharmacist logged in and successfully printed an insulin label. The system functioned as intended after field service engineer repaired the device.